Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the bolus amounts were missing from the pump history and blood glucose results were missing from the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the pump and meter have been returned and evaluated by product analysis on 3/17/2014 with the following findings: a review of the pump history showed that the total daily doses calculated correctly and reflected the user¿s programmed basal rate. Only typical usage was observed in alarm history. The pump booted to the verify screen normally and was paired successfully with the returned meter. During testing, a 10u bolus was successfully delivered from the meter to the pump and was accurately recorded in the pump history. A 10u normal bolus and a 10u audio bolus also were performed successfully and accurately recorded in the history. No hypersensitive keys were observed on the keypad. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. The history settings issue was not able to be duplicated during the investigation. There was no defect found to the pump or meter.